Event description:
Customer reports back to back testing on the advantage system with results of 435 mg/dl and 130 mg/dl. A level-one quality control test was performed and the result was within the acceptable range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.